Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdus0120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the air could be discharged successfully prior to use, the hub leak was found after infuse drug via female luer hub connector. No other information was provided.